Event description:
The user facility reported that after an operator changed trays in the system 1e processor, a small amount of water was spilled onto the floor. A second operator slipped on the water and fell. The operator reported to the emergency room where she received xrays and was diagnosed with a broken rib. The operator went home after this event and has not returned to work.

Manufacturer narrative:
A steris technician inspected the system 1e unit and found it to be operating properly; no leaks were identified. The technician also inspected the system 1e trays and confirmed that they were in good condition. The user facility has stated that they believe user error is the cause of this event; it is normal hospital protocol to be attentive to slippery conditions.

Event description:
Steris contacted the user facility to follow up on the status of the operator. The user facility reported that the operator is healing and is expected to return to work in (B)(6) 2012.